Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician was not able to perform the transseptal crossing. They were not able to cross into the septum. The physician attempted the transseptal crossing for almost an hour. During this process the needle caused a perforation which resulted in a pericardial effusion. The physician drained the fluid off during the procedure and no drain was left in. The patient was fine following this event. No bsc devices were opened or used during the procedure. There were no other patient complications reported. The patient was discharged home the next day.